Event description:
Wire unravelled during use - we had a wire go through the side eye of the needle and uncoil in the vessel. There was a delay in the procedure. Patient was reported as fine.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The IFU provided with the kit informs the user, "remove guard. Trial advance and retract guidewire through needle using guidewire handle to ensure proper function". The IFU also states, "if resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture". A device history record review could not be performed as no lot number was provided and a potential lot could not be identified from a sales history review. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4)

Event description:
Wire unravelled during use - we had a wire go through the side eye of the needle and uncoil in the vessel. There was a delay in the procedure. Patient was reported as fine.

Event description:
Wire unravelled during use - we had a wire go through the side eye of the needle and uncoil in the vessel. There was a delay in the procedure. Patient was reported as fine.

Manufacturer narrative:
Qn# (B)(4). In section d added the information available for the UDI #, there was no lot number reported. Therefore, the full UDI # is unable to be provided. **UDI related data quality updates only**